Event description:
A noted inflation of the balloon catheter resulted in a rupture of the native vessel. A balloon catheter was utilized to tamponade the vessel. No further intervention appeared to be necessary as the situation appeared to have been resolved.